Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the worsening pvl and resulting chf could not be determined. However, patient factors (progression of disease, cardiac remodeling) may have been contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), four years and four months post implant of a 26 mm sapien 3 valve in the aortic position, echo showed moderate to severe paravalvular leak (pvl) and a mean gradient of 25mmhg. Three months prior, patient was hospitalized for 20 days due to a worsening of congestive heart failure with dyspnea. The patient was treated with medication and the event was considered resolved. Per medical opinion, event was related to the valve.